Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten weeks post implant of an implantable pulse generator (ipg) the patient developed an infection. The ipg system was explanted. No further patient complications have been reported as a result of this event.